Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic salpingo-oophorectomy procedure, the suspect medical device was emitting smoke and there was a flame briefly visible inside the patient's body cavity. It was then noticed that parts of the hand instrument's insulation had detached and fell off inside the patient. These fragments were reportedly retrieved by an unknown approach and the intended procedure was successfully completed with another similar device. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device and concomitant medical products were returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the insulation at the distal end of the shaft wa60800c had been damaged by mechanical force and partially melted. Furthermore, some of the melted insulation material from the sheath had attached to the jaws wa64120c. The insulation tube near the jaw parts has also melted. The insulation between the two jaw parts is still intact but shows signs of wear and tear. The insulating bush of the jaw parts has detached and there are traces of a flashover. Those can also be found on the distal end of the insulation and the area between the transmission rod and the jaw parts. Moreover, organic residues were found on the jaw parts. In general, the items have to be inspected and tested before every usage. In case of damage or any abnormalities, the items must not be used. Organic adherences can significantly influence the article's performance, as the contact resistance increases and might cause an unintentional current flow. Also, the current might vary or even stop. If the insulation of the jaws or the sheath is damaged, unintentional coagulation or burning of tissue might be the result. In this particular case, it is very likely that the described issue was caused by incorrect handling by the user. Most probably, the organic adherences caused an increased contact resistance and the operator tried to improve the current flow by activating the generator's output over a long period of time or by adjusting the generator's parameters. Whether or not the items were checked and tested before the operation cannot be determined. However, the traces of flashover and the damage clearly indicate incorrect handling by the user. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot numbers of the devices without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.